Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with plates and screws on an unknown date in (B)(6) for arthrodesis mfk 1 - 2 - 3. X-rays taken on an unknown date showed no consolidation, non-union. Patient was returned to the o.r. On an unknown date three months post-operative for removal due to pseudarthrosis and implant failure. Reportedly several screws were broken. This is 5 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the reported date of implant was (B)(6) (approx. (B)(6) 2012). The reported date of explant was three months post-operative (approx. (B)(6) 2012). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.